Manufacturer narrative:
Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard expression meter was giving variable results. Customer just bought meter, did a test and got a reading of 35 at 8:42pm. She thought that was too low so she re-tested and got a reading of 334 at 8:49pm. After this she knew there was something wrong with meter and decided to call customer service. She does change her lancets every time she does a new test, stores product in dining area, and washes her hands and lets them dry. Controls not used. Replacing product.